Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2019 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. A leak test revealed a leak at a battery compartment crack. There was evidence of moisture noted inside the battery compartment and internally under the display lens.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.